Manufacturer narrative:
Age at time of event: 18 years old or older.

Event description:
It was reported that the balloon rupture occurred. The 75% target lesion was located in a moderately tortuous and moderately calcified iliac artery. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During procedure, at first inflation, it was noted that a balloon rupture occurred. The procedure was completed with a different a non bsc device. No complications reported.